Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on (B)(6) 2024. The blood glucose level of the patient was 213 mg/dl. The issue occurred with one nfusion set used for 24 hours. No further information available.